Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead trend data noted high impedance several months ago. Prior to a routine device replacement, the impedance was normal. However, with arm manipulations, oversensing, noise, and high impedance were noted. The ra lead also had a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.